Event description:
Same case as MFR #: 2134265-2008-03265. It was reported that during a drug eluting stenting procedure a shaft fracture occurred. The 95% stenotic lesion was located in the severely tortuous and moderately calcified proximal ramus interventricularis anterior artery. The physician put the 2.75x12mm taxus liberte stent system into the guide catheter and pushed it forward to bring the stent into the target lesion. A little bit before the stent reached the lesion resistance was felt and at the same time the catheter shaft broke. The physician attempted to advance another 2.75x12mm taxus liberte into the guide catheter and the same thing happened. The physician said, "this happened suddenly, without forcing the device forwards". There were no patient complications. The procedure was successfully completed with a different drug eluting stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. The device was returned in two sections as a result of a break in the hypotube. A shaft hypotube break was measured approximately 16.2cm distal from the strain relief. Several kinks were noted along the entire length of the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported complaint is handling damage.